Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the implantable cardioverter defibrillator (ICD) shows an episode of electromagnetic interference (emi) on the atrial channel. The device remains in use. No patient complications have been reported as a result of this event.